Event description:
The following was reported to davol by the patient: it is alleged that the patient was implanted with a bard/davol composix mesh during a hernia repair surgery on (B)(6) 2003. Reportedly, the mesh became infected and was removed and replaced with a non-bard/davol mesh product during a procedure in 2013.

Manufacturer narrative:
Based on the limited info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event.